Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level (bg) was reported to be 132 mg/dl and as high as 500 mg/dl. A correction bolus with the pump was used to address the high bg level. Contact speculates that the high bg is related to the malfunction that was declared on the pump. The customer would continue to use manual injections for insulin therapy.